Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was not returned. No photos were provided. The investigation is inconclusive for break, as the sample was not available for evaluation and no objective evidence was provided for review. Per the reported event, the device was used for a bone biopsy of a lesion located between l3 & l4. The instructions for use (IFU) states, "indications for use: the coaxial biopsy needle guide is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Contraindications: not intended for use in bone." Therefore, it is likely that procedural factors contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: indications for use: the coaxial biopsy needle guide is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Contraindications: not intended for use in bone. Precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Potential complications: potential complications of coaxial guided biopsy are site specific and may consist of hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and pneumothorax. Note: for ease of insertion, puncture the skin with a scalpel at the entry site. Using imaging guidance, insert the tip of the truguide coaxial biopsy needle proximal to the lesion to be biopsied using the depth stop as an aid for proper placement and adjust as necessary. The depth stop should be adjusted so that the needle is in proper position when the depth stop is in contact with the skin. This will help stabilize the bard truguide coaxial biopsy needle.

Event description:
It was reported that during a bone biopsy of lesion located between l3 & l4, the coaxial needle allegedly broke off inside the patient and was unable to be removed. Based on the location of the device and the condition of the patient; the physician determined there was more risk to surgically remove the broken piece of the coaxial, then to have the piece remain in the body.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a bone biopsy of lesion located between l3 and l4, the coaxial needle allegedly broke off inside the patient and was unable to be removed. Based on the location of the device and the condition of the patient; the physician determined there was more risk to surgically remove the broken piece of the coaxial, then to have the piece remain in the body.